Event description:
The initial reporter stated they received questionable results for one patient sample tested with elecsys total psa and elecsys free psa on a cobas 6000 e601 module. The free psa value was larger than the total psa value and the results did not agree with competitor results. This medwatch will apply to the free psa assay. Please refer to the medwatch with a1. Patient identifier (B)(6) for information related to the total psa assay. The sample resulted in total psa values of 0.025 ng/ml and 0.029 ng/ml when tested on the e601 analyzer. The sample resulted in free psa values of 8.57 ng/ml and 8.71 ng/ml when tested on the e601 analyzer. The sample was manually diluted 1:2 and repeated on the e601 analyzer, resulting in raw values of 0.018 ng/ml for total psa and 4.5 ng/ml for free psa. The sample was manually diluted 1:10 and repeated on the e601 analyzer, resulting in raw values of 0.011 ng/ml for total psa and 0.894 ng/ml for free psa. The sample was repeated on the mindray platform, resulting in a total psa value of 0.041 ng/ml and a free psa value of 0.02 ng/ml. The sample was repeated on the snibe platform, resulting in a total psa value of 0.093 ng/ml and a free psa value of 0.062 ng/ml.

Manufacturer narrative:
The serial number of the e601 analyzer is (B)(6). Calibration and controls were acceptable. The patient's sample was provided for investigation. The investigation is ongoing.